Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the cook cutting loop had severed from the electrode during use for a turp (transurethral resection of the prostate). The procedure was completed with another device, and there were no injuries or additional procedures reported.